Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred on the common carotid artery while using the 0.014" enroute interventional wire. The dissection was covered with an unplanned additional stent. The procedure was completed, and no further complications were reported.